Manufacturer narrative:
Reported event. An event regarding foreign matter involving a mako mics was reported. The event was not confirmed. Method & results. -product evaluation and results: handpiece mics ¿ 209063-r. Inspected and determined failure of the following test steps: 7.1.1 cable visual inspection - pass; 7.1.2 handpiece visual inspection - loose screws in handpiece; 7.1.3 pivot handle lock test - pass; 7.1.4 collar test - pass; 7.1.5.1 original cable agitation test - pass. Original description not confirmed. Disposition: rtv. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required, as no manufacturing specific issue has been alleged. At stryker joint replacement all devices/product are manufactured through validated equipment and inspected by trained representatives through stryker¿s quality management system. -complaint history review: a complaint history review and trend detection is not required as this is a pm. Monitoring will be continued under the current quarterly trend review. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Spd says that the attachments are leaking lubricant. That they sterilized them and that when opened in the room that there was grease all over all the instruments. They aren't sure which part is leaking the lubricant and want to get new one. Case type / application: tka.

Event description:
Spd says that the attachments are leaking lubricant. That they sterilized them and that when opened in the room that there was grease all over all the instruments. They aren't sure which part is leaking the lubricant and want to get new one. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. H3 other text : not available.